Event description:
The patient reported the display screen froze with 7:42am and units per hour display below. The infusion device would not respond to button presses. She was advised to change the power pack and the infusion device operated properly. No physiological effects were reported. The patient stated the power pack in the device was 4 weeks old. She stated she was aware of the recall but thought her old power packs were exempt due to purchase date. The power pack recall was reviewed with the patient by the call representative. The patient did not report assistance by a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.